Event description:
Removal of endosseous dental implant. Implant was placed during a routine procedure in class ii bone. According to the clinician, an immediate transitiaonal partial denture was worn which may have placed too much pressure on the implant and caused the failure. The implant was removed 2.5 weeks post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.